Event description:
Cassette leakage reported: it was reported that the pt was receiving dobutamine therapy on an intermittent 3 day per week schedule. The customer contact did not recall the programmed prescription. According to the customer contact, the nurse made a home visit to assist with resolution of an alarm event. The nurse reported that they observed fluid in the pump's cassette chamber, but could not determine the source of the leakage on the set cassette. The alarm event would not clear due to the fluid and the pump had to be replaced. According to the customer contact, the pt's vital signs remained within acceptable limits during the interruption and the replacement pump arrived less than 1 hour after the reported event. There was no pt harm reported. Though requested, there was no additional info available.